Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customers blood glucose level was 47 mg/dl at the time of incident and the sensor glucose level was 78 mg/dl at the time of incident. The difference between blood and sensor glucose level was 31 mg/dl. Also the sensor and blood glucose level were not in the acceptable range. Insulin delivery was not suspended due to sensor glucose values. The insulin pump will not be returned for analysis.